Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. Further analysis revealed abrasion marks along the lead body which most likely resulted from an interaction with a partner lead. The insulation was found intact at these positions. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Coagulated blood was identified in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In particular, the values measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead was explanted due to intermittent oversensing and replaced. Should additional information be received, this file will be updated.